Event description:
The customer reported approximately 2 cubic centimeters of diluent leaked underneath the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer also reported that the instrument was generating a differential vote outs when the leak was noticed. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing through pinch valve (vl61). The fse replaced the tubing through pinch valve (pl61) and the instrument performed without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).